Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was determined to be functioning as designed.

Event description:
It was reported that the unit is not accurate. Customer states that the unit reads lower than a nellcor oximeter. The mightysat read 66 percent and the nellcor read 97 percent. No consequences or impact to patient were reported.